Event description:
The customer reported that during a turbt endoscopic procedure there was a spark inside the patient resulting in a bladder rupture. The bladder was full of glycine. The generator was set at 60 w coag and the electrode in use was an olympus (non-covidien) ball electrode. The surgeon continued to use the generator on the same patient after the incident and the unit was used again on another case.

Manufacturer narrative:
(B) (4). (B) (4). A field service engineer was sent to the site, tested the generator and found it to be in specification.